Manufacturer narrative:
Unit failed displacement test with (193.5 units remaining on status screen) and motor error alarm noted during rewind due to motor encoder out of phase. No motion sensor test failure alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 259 mg/dl. Troubleshooting was performed. The device was returned for analysis.